Event description:
Information was received from the customer that the pt's family alleges that the pt was on the unit and was found deceased in the morning. The family also indicated that the pt was on the machine and the unit had displayed an e52 (indicating a motor speed error). An evaluation of the equipment was preformed by respironics and the device was found to be operating to specification. The technicians reviewed the error log in the unit and could find no record of error codes that waere recorded. The error log would have recorded the event to memory prior to displaying an error code. The pt usage information data indicated that the device was used infrequently. The data shows dialy usage of 8, 39, 0, 63, 20, 0, 61 and 3 minutes for the eight days the unit was in service. The data has also indicated that the system was experiencing large mask leaks and manual system shut downs.